Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that starting in (B)(6) 2017 the patient was not getting the same coverage. The patient was not getting same level of coverage and had 4 quad leads. The patient and manufacturer representative met for troubleshooting had impedances were >10,000 ohms on 8. Impedances were in the 4000 ohms range for 9, 10, and 11. The caller was not able to run at 3v because they tried the patient felt a shock. The caller had the voltage up to 10.5v and the patient could not feel the stimulation. Programming was performed. The patient had groups a-d. When the caller tried to autofill group e a message showed that the neurostimulator was full. When looking at device specifications it showed that there was a limit of auto-filled programs within the programmed groups. The caller was able to manually add group e. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) reporting that the cause of the high impedance value was undetermined. Actions that have been planned/scheduled to resolve the high impedance on electrode 8, the no stimulation and the shock was that the patient's managing physician ordered imaging. It was also clarified that there was no shock. The patient's weight was unknown and the provided information had been confirmed with the physician. No further complications were reported.